Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "catheter leakage (the catheter's been ripped. The drug's leaking), catheter geometry not visible at penetration device , hub size problem". No other information was provided. It was stated that three devices were noted to be leaking. This report addresses the second device.